Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter kit was missing test strips. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient informed the cca that she bought the meter kit on (B)(6) 2024, and it came without the test strips. The patient manages her diabetes with unspecified insulin and adjusts the dose based on the blood glucose test results. The patient stated that she did not take any action in response to the alleged issue, and she denied that she developed any symptoms due to the alleged issue. The patient claimed that at an unspecified date and time, she went to the emergency room (ER) to get her blood glucose tested and she stated that a health care professional (hcp) gave her the insulin required because her glucose was high. The patient did not remember the test result from the ER meter. During troubleshooting, the cca educated the patient on the correct box contents and concluded that there are no missing products. This complaint is being reported because the patient claims that she was unable to test her blood glucose due to the reported issue and reportedly developed signs suggestive of a serious injury adverse event and the patient reportedly received hcp treatment for an acute high blood glucose excursion.